Event description:
The respiratory therapist reported that the patient was in the a/c mode of ventilation, however should have been in simv mode of ventilation. It is unknown how those settings were changed. The patient's mom saw fluctuations in tidal volumes and the ventilator had high pressure alarms. She switched the patient to the back up ventilator that was in simv mode. No patient harm reported.